Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing 'random upstream occlusion' was reproduced. A review of the history log revealed multiple events of "upstream occlusion!" Alarm, however downstream testing results or failures cannot be determined through the log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.